Event description:
Olympus medical system corp. (Omsc) was informed that during crushing calculus in the bile duct, the operation wire broke. The doctor completed to crush calculus with bml-110a-1. There was no patient injury reported regarding this event.

Manufacturer narrative:
The subject product was returned to omsc for investigation. The investigation confirmed that the operation wire broke. There were no abnormalities of the outer diameter. The basket was deformed and the operation wire bent. As the checking of the manufacturing record of the same lot, nothing abnormal was detected. Omsc assumes that the condition of the patient or stone might cause this event. The device instruction manual has warned users that there is possibility the calculus cannot be crushed by lithotriptor, and it also describes what to do if the lithotriptor cannot crush the calculus. This report is being submitted as a medical device report in an abundance of caution.